Event description:
The customer observed false reactive alinity I cmv igg results for three patients that were nonreactive when retested. The following results were provided (<6.0 au/ml is nonreactive, >/= to 6.0 au/ml is reactive): sid (B)(6) (B)(6) 2025 initial alinity I cmv igg result 7.1 au/ml, retested 1.9 au/ml. Sid (B)(6) (B)(6) 2025 initial alinity I cmv igg result 6.2 au/ml, retested (B)(6) 2025 result 0.6 and 0.6 au/ml. Sid (B)(6) (B)(6) 2025 initial alinity I cmv igg result 36.5 au/ml, retested (B)(6) 2025 result 0.1 and 0.1 au/ml. On (B)(6) 2025, received the following additional information about the samples and results: sid (B)(6): cmv igm also tested on (B)(6) 2025: 0.05 au/ml (negative). No impact to patient management was reported.

Manufacturer narrative:
This issue was previously reported under MDR number 3008344661-2025-00117 under a different suspect device. Complete information from section a1. Patient identifier: sid (B)(6). A complaint investigation was conducted for the alinity I processing module serial number (B)(6). The field service representative conducted system checks and replaced various fluidics components to troubleshoot the issue. A review of the alinity I processing module serial number (B)(6) service history revealed no contributing factors to the customer complaint. No further occurrences of erratic or discrepant patient results have been reported after the servicing was performed on the alinity I processing module, sn (B)(6). Review of tracking and trending did not identify an increase in complaint activity related to the complaint issue. Labeling was reviewed which adequately addresses the current issue. Based on the investigation, no systemic issue or deficiency was identified. The alinity I cmv igg reagent was additionally investigated. Refer to MFR 3008344661-2025-00117-02 for the evaluation of the alinity I cmv igg reagent.